Manufacturer narrative:
Returned to manufacturer on: unknown. The investigation date has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for 91488 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 91488 was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta 5.4 mg tubes had foreign matter embedded in the caps. No serious injury or medical intervention reported.